Event description:
It was reported by pt that she underwent a total hip replacement in 2007, using a durom acetabular component. Post-op, pt experienced pain and in 2008, her surgeon recommended revision.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.